Event description:
Same case as MFR#: 2134265-2009-06544. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon separation occurred. The lesion being treated was located in the right superficial femoral artery. During predilation, the physician was using a 5.0x20mm apex monorail balloon and when they attempted to inflate the balloon, it came off of the shaft. It was removed with a snare. Then they went in with a 5.0x32mm veriflex (liberte) and attempted to inflate the balloon and the balloon came off of the shaft again. It was also removed with a snare. The pt's status is listed as fine with no other complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.